Event description:
During follow-up, high capture threshold due to dislodgment was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: the lead was returned due to micro dislodgment. The other reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.